Manufacturer narrative:
The product has been returned for evaluation, but the investigation is still ongoing. Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately nine months post hvad implant, the patient experienced red battery indicators and no parameters on the controller after unplugging the controller from the ac adaptor. No audible alarm was heard at the time of the incident. There was no report of patient injury.

Manufacturer narrative:
The product was returned; various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the controller met all requirements for release. The returned controller ran normally with no fault alarms or errors. This is one of two reports (3007042319-2013-00361 and 3007042319-2014-00013) submitted for devices related to the same event.